Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that before surgery, there was what appeared to be a liquid leak inside the sterilization tray. The product was unopened, and most of the water droplets were clear, but some were cloudy. It is possible that the water droplets were electrolyte leaking from the battery, but this could not be determined. There were no reports of deformations in the battery. There was no patient harm/injury or surgical delay as there was no patient involvement. There was no adverse event associated with this malfunction. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned sealed in the tyvek tray. Visual inspection confirmed there was a white substance leaked from the battery pack throughout the sealed tray. Further inspection of the battery pack confirmed there was a leak. Dried electrolyte was built up on the terminals and around where the power cord comes out from the battery pack. Batteries were in correct orientation and there did not appear to be any damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.